Event description:
Product analysis for the patient's generator was completed and approved 01/27/2015. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. Therefore, the electrical performance of the generator, as measured in the product analysis lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported that the vns patient¿s device could not be interrogated. The programming system was not suspected to have caused the event as it was able to interrogate another patient¿s device without issue. A battery life calculation using the available programming history showed approximately 0.7 years until near end of service. The patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has been returned to the manufacturer where analysis is currently underway.